Event description:
A (B)(6) newborn with history of shoulder dystocia, clavicle x-ray ordered to rule out fracture, results negative. As reported, x-ray technician positioned pt and turned away for the technique, when he saw the x-ray tube moving down on the pt. Tech caught the tube column but was unable to prevent it from completely coming in contact with the infant. Pt's medical doctor notified, physical exam, kub and chest x-ray performed and reported to be within normal limits. Infant kept under observation for an extra day before discharged. Ge portable evaluated, internal handle actuator plate had a broken tab which caused the plate to twist and stick in a position that kept the brake disengaged.